Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 device code, investigation conclusions and investigation findings. Added new information to h.6 component codes and type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner partially expanded 17cm in length from strain relief, remaining liner unexpanded. Distal tip unopened. Liner partially delaminated 3cm in length at 3.5cm from strain relief. Strain relief and sheath shaft cut 2.5cm in length from hub. Commander delivery system and crimped valve protruding through the cut. Scratches observed along sheath shaft hdpe. Score lines visible in the sheath tip. Pre-mature expansion of the axial score line. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification) and procedural factors (device manipulation) likely contributed to the reported event as scratches were noted at the returned device, although follow-up from the field stated the patient's access vessels had ''mild'' calcification, ''mild'' tortuosity, and a minimum luminal diameter sufficient for use of the 14f esheath+ (>=5.5mm), without CT it cannot be confirmed. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). Alternatively, damage due to suboptimal advancement angles may result from steep insertion angles, known to promote device non-coaxially. High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage such as kinks, scratches, and/or tip damage. High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-05833, 2015691-2025-05910 and 2015691-2025-05967 the investigation is ongoing.

Manufacturer narrative:
Reference no. (B)(4). Although the procedure site could not definitively confirm that the injury was caused by the bent strut of the first s3u valve protruding through the initial esheath during withdrawal, it is likely that the bent strut was a contributing factor. This may have been exacerbated by the insertion of a second sheath and associated devices through the artery. As contributory damage from the second sheath cannot be ruled out, the event will be reported conservatively as potentially contributory to the injury. The investigation is ongoing.

Event description:
As reported, it was case of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach. During the procedure, significant resistance was encountered while advancing the delivery system through the esheath, and the system became lodged. All devices were subsequently removed as a single unit. Upon removal, one valve strut was observed protruding from the esheath. To proceed, a second valve kit was utilized, and the procedure continued without further complication. However, following valve deployment, a femoral artery injury was identified. A surgical cut-down was performed, and the vessel was successfully repaired. The patient exited the operating room in stable condition. As per medical opinion, the perceived root cause of the femoral injury was probably related to the first esheath with the one valve strut protruding through the esheath as well as the use of the second esheath.